Manufacturer narrative:
(B)(4).

Event description:
It was reported that this system was explanted due to infection. The patient later expired. No allegation was made against this device, which has not been returned.